Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No air bubbles anomalies were noted. The insulin pump was received with cracked reservoir tube lip. The insulin pump passed the delivery volume accuracy test.

Event description:
Customer reported that she was hospitalized due to unexplained low blood glucose. Customer's blood glucose reading was 37 mg/dl. Customer stated that her reservoir had air bubbles in it. Customer stated that she tried to push the bubbles out with her finger, but nothing came out. Customer stated that she placed the reservoir back in the insulin pump and all the insulin was delivered into her body. Customer stated that she was unconscious and her husband gave her some orange juice. Nothing further was reported.